Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed, and the visual inspection did not find visible defects. Microscope inspection found that the tip was in good condition, additionally, it was identified that a distorted light is passing through the connector. The functional testing identified that, the aiming beam is dim and round. The reported failure was confirmed; the observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. According to the labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, the conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the laser fiber had no guide beam. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device identified a connector fracture.